Event description:
A nurse reports that an intraocular lens (iol) was noted to be "broken" after insertion. Enlargement of the incision was required to accomodate removal and replacement of the lens. Add'l info has been requested.